Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the keypad of the insulin pump was not sensitive and also indicated a crack in the battery compartment. Blood glucose value was unknown at the time of the incident. The customer did not troubleshoot. The insulin pump will not be returned for analysis.